Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. This is an additional observation not related to the reported event and can be attributed can be attributed to an estimation error. Functional testing also revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery was still able to charge and provide power to a controller; however, a high max error condition will cause the battery to flash red when connected to a battery charger. As a result, the reported event was confirmed. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. Additionally, the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit (ic). Based on the available information, the most likely root cause of the reported event can be attributed to a battery that is out of calibration. The most lik ely root cause of the max error unable to be reset during testing event can be attributed to a faulty integrated circuit. Scar (B)(4) investigated battery main integrated circuit malfunctions. Even though this scar is closed, (B)(4) falls within the bounds of this scar. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it exhibited a flashing red status light when connected to the charger. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.